Manufacturer narrative:
The manufacturing site received four unpackaged samples with this customer report. A complete investigation was performed. A visual inspection to the quality inspection standard was conducted. Varying degrees of excessive ink transfer was identified on all four of the syringe samples. Each of the four syringes was confirmed to have excessive ink on the outer dimension of the syringe. There is no ink on the inner dimension of the syringe in the fluid pathway. The excessive ink extends from about the 0 ml base line and extends to about the 0.5 ml ¿ 0.75 ml grad line area on each syringe causing the print of the grad lines and numerals to be illegible. On each of the syringes, there was no ink found in the tip area or anywhere near the base plunger rod area of each syringe where there would be potential for the ink to enter the inner dimension of the syringe. The lot number provided in relation to this reported condition was determined to not be a valid lot number. Without a valid lot number, the device history record (DHR) cannot be reviewed. The most likely root cause of an ink ring or excessive ink transfer to the outer dimension of the molded barrel is as a result of damage, dull blades, or build-up on the doctor blade in the tran tech printer causing it not to function properly. The purpose of the doctor blade is to scrape off excess ink and clean the cliché drum in between each ink transfer on to the barrel. When there is damage, dull blades, or ink build-up on this blade it will not function properly and therefore excessive ink can collect on the cliché drum which can then be transferred to the syringe barrel. Associates are trained and instructed to inspect all parts including the print wheel, cliché drum, print shoe, and doctor blades at setup/startup and as necessary. The doctor blade specifically is on a schedule to inspect at least twice per shift or more frequently as necessary. Per procedure, complaint trends are evaluated during a monthly meeting to determine if a corrective and preventative (CAPA) is warranted. At this time, there is not enough information and a CAPA will not be initiated. However, these conditions will be communicated to the appropriate manufacturing and quality assurance personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 09/16/2017. An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the inside of the barrel of the device was black. This was found during incoming inspection.